Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown strip code: unknown, strip storage: unknown. A patient reported they feel and were taken to hospital, customer eventually was placed in nursing home due to complications from their fall (pt cracked their spine). Their meter allegedly was inaccurately low. The result on their meter was: result unknown, unable to test. The result on the hospital meter was: result unknown. No comparison reported. Treatment was unknown. No further info has been reported.